Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a suplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the battery oscillator device was broken. During in-house engineering evaluation, it was determined that the unit failed saw blade coupling, the trigger was binding, set screw thrust disk had an excessive clearance, unknown liquid substance was found on the guide sleeve full load, units electromotor for oscillator had an unusual noise and an unknown liquid was found on the slid-sleeve. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.